Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No video/images were provided by the customer for review. On (B)(6) 2022, per an intuitive surgical, inc. (Isi advanced failure analysis engineer, review of the logs did not find any errors that are relevant to the reported event. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The patient required chest tube placement and prolonged hospital stay to resolve the pneumothorax. The cause of the complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax which was identified via chest x-ray and ultrasound. The patient did not show any symptoms as the patient was intubated and sedated during the procedure. The size of the pneumothorax was 30% which required chest tube placement and hospitalization. The target lesion was deep into the right distal middle lobe, near the pleura, and about 2.5 centimeters (cm) in size. The pneumothorax subsequently resolved, the chest tube was discontinued, and the patient was subsequently discharged home. The physician believed that the ion caused or contributed to pneumothorax. It was alleged that the device has failed navigation due to CT scan to body divergence. Furthermore, the physician reported that this could have likely occurred via another modality.